Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked at the hole of the septum during use. The following information was provided by the initial reporter, translated from chinese to english: "during the use of q-syte, leakage was found at the hole of the septum."

Manufacturer narrative:
H.6. Investigation: our quality engineer reviewed the photographs submitted for evaluation. Upon inspection of the customer photos leakage can be observed coming through one of the vent holes on the q-syte body. This leakage indicates damage to the septum inside of the body. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked at the hole of the septum during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the use of q-syte, leakage was found at the hole of the septum."